Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic with complaint of chills, driveline drainage, and abdominal pain around their driveline since (B)(6) 2016. The patient denied any specific trauma to the area or dropping their system controller, but reports that they forgot to anchor their driveline on saturday. The patient changes their driveline dressing every other day (qod). The driveline began draining the day prior. The patient denied chest pain, palpitations, shortness of breath, orthopnea, cough, headache, dizziness, melena, dysuria, or hematuria. Upon exam, the patient was found to be febrile at 101.6 degrees fahrenheit. The driveline was noted to have a scant amount of purulent drainage and the patient reported pain upon palpation localized to driveline area. Wound culture was sent. It was reported that patient treated with azactam and received two doses of vancomycin and one dose of cipro.

Manufacturer narrative:
Additional information: the patient remains ongoing on pump support. No additional events related to infection have been reported at this time. A direct correlation between the device and the report of infection and sepsis could not be determined. The instructions for use lists infection (including driveline infection) and sepsis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that incision and drainage of driveline site was performed on (B)(6) 2016. On (B)(6) 2016, incision and drainage of mediastinal chest tube was performed. On (B)(6) 2016, a driveline debridement performed and on (B)(6) 2016, a driveline and chest tube debridement with wound vacuum placement performed.

Manufacturer narrative:
Describe event or problem: additional information. The patient remains ongoing on pump support. No additional events related to infection have been reported at this time. A direct correlation between the device and the report of infection and sepsis could not be determined. The instructions for use lists infection (including driveline infection) and sepsis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information from the clinical research associate reported that the patient developed bacteremia and sepsis beginning on (B)(6) 2016. Blood cultures were positive for pseudomonas aeruginosa. In addition, the patient reportedly had a major infection with a start date of (B)(6) 2016; the center stated that the patient's multiple infections had been caused by different organisms. Information provided by the hospital personnel on 09/29/2016 indicated that all of the patient's infections remained ongoing. The patient was currently inpatient and remained bacteremic despite treatment. It was further noted that she was allergic and/or resistant to most antibiotics.